Manufacturer narrative:
Upon reassessment of the reported event, it was determined that MFR report number 0001038806-2026-01221 was reported in error. Please disregard this submission. No further reports will be submitted for this event.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the prosthetic screw supporting maxillary hybrid fractured. Could not retrieve screw from abutment. No further information provided.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided . D4: lot/serial # unknown / not provided . D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. E1: last name unknown / not provided. H4: device manufacturer date unknown / not provided.